Manufacturer narrative:
The device was returned but the engineering report is pending. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During the procedure, the balloon of a 5f mynxgrip vascular closure device (vcd) was not anchored inside the vessel properly. It was retracted when the user withdrew the balloon catheter until the balloon abutted the distal tip of the unknown procedural sheath. Hemostasis was achieved by manual compression, greater than 30 minutes and the patient¿s status was recovered. There was no reported patient injury. The device will be returned for evaluation. The mynx vcd was used in percutaneous coronary intervention using a retrograde approach. The deployer¿s training status was mynx certified. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was a little vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. The mynx vcd was prepped according to IFU instructions. The balloon did not lose pressure. The device was purged of air during prep. There was no scar tissue present in the vicinity of the puncture site. Additional patient and procedural details were requested but were unavailable.

Manufacturer narrative:
During the procedure, the balloon of a 5f mynxgrip vascular closure device (vcd) was not anchored inside the vessel properly. It was retracted when the user withdrew the balloon catheter until the balloon abutted the distal tip of the unknown procedural sheath. Hemostasis was achieved by manual compression, greater than 30 minutes and the patient¿s status was recovered. There was no reported patient injury. The mynx vcd was used in percutaneous coronary intervention using a retrograde approach. The deployer¿s training status was mynx certified. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was a little vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. The mynx vcd was prepped according to IFU instructions. The balloon did not lose pressure. The device was purged of air during prep. There was no scar tissue present in the vicinity of the puncture site. Additional patient and procedural details were requested but were unavailable. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the black handle with the stopcock open. The sealant, advancer tube, syringe and procedure sheath were not returned with the device. Per functional analysis, leak testing was performed on the balloon of the returned device. The balloon was inflated with water. Pressure was maintained with proper functioning of the inflation indicator as per mynxgrip instructions for use (IFU). The inflated balloon diameter was verified and noted to be within specification. A product history record (phr) review of lot f2015602 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon pull through¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. The returned device performed as intended per the mynxgrip instructions for use (IFU). According to the instructions for use (IFU) which is not intended as a mitigation of risk, ¿remove device¿, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube not being maintained during catheter removal, could dislodge the sealant from the vessel wall. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.